Event description:
It was reported that during a procedure, the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).